Event description:
After successful needle testing prior to a procedure, the cryo needle fell on the floor and the physician wiped it off. When the freeze cycle began, the temp began to rise. The engineer noticed that the gas cylinders were attached incorrectly. The engineer then tried to freeze using the thaw button. When that didn¿t work, the procedure was halted, the system was shutdown, the gas cylinders were swapped, and the system was re-stared. When needle testing was re-conducted the physician did not see an iceball form. After seeing cold steam form in the air, the engineer assured the physician the needle passed the testing. The needles were inserted into the pt again. After 2 minutes of freezing, the temp began to rise slightly and the sound of argon flow stopped. Although the case was finished, the physician does not consider the procedure to be completed successfully. The pt was under anesthesia when the failure occurred.